Event description:
A report received from the USA stated an 840 ventilator experienced a blank screen. There was no patient involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the 9.4 graphic user interface (gui), backlight inverter, printed circuit board (pcbs), and the lower liquid crystal display (lcd) panel. The cse performed self short test (sst), extended self test (est) all calibrations and a performance verification according to the manufacturer's specifications at time of service. (B)(4).